Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 52 months ago. Aneurysm morphology from the time of implant is unknown. The patient has an angulated aortic neck. An aneurx bifurcated stent graft bfxch2414165, an aortic cuff aexch282840, an iexch182485 and an ilxch1616135 were implanted and there were no complication since the time of implant. It was reported that approximately four weeks ago the patient present emergently with pain and a CT scan was done which revealed a rupture. The bifurcated stent graft was found to have migrated 4 cm with a proximal type I endoleak present. An endurant aortic cuff etcf2828c49e and an etew2828c82e were implanted to resolve proximal type I endoleak and aneurysm rupture. The possible cause of this event was likely due to the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak, aneurysm rupture). Patient's condition affected effectiveness of device (angulated aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck).

Event description:
Additional informatino was received as follows: the physician elected to implant iliac limbs bilaterally as a prophylactic measure. The cause of the stent graft migration, type I endoleak which resulted in aneurysm rupture was related to the severe aortic neck angulation. It is unknown if the aortic neck angulation was at the time of implant or if it was disease progression.